Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone that they were experiencing high blood glucose level 500 mg/dl which was treated by manual injection. Customer stated that infusion set came loose. Customer declined troubleshooting for infusion set disconnection. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.